Manufacturer narrative:
The customer evaluated the ventilator and determined that replacement of the main pcb fixed the reported issue.

Event description:
The customer reported that while in patient use the ventilator gave a transducer fault and vent inoperative with audible and visual alarms. The patient was removed from the ventilator and placed on another ventilator, no patient harm.

Manufacturer narrative:
The carefusion failure analysis engineer evaluated the main pcba, installed in known good unit, powered on in service mode entered event log, notice multiple xdcr fault events. Perform xdcr calibration on 0cmh2o for pt800 failed at ad 4077. Powered on in operating mode and reported problem was duplicated unit vent inop. Findings/root-cause: reported problem was duplicated and isolated to bad xdcr pt800, this issue is being addressed in an internal corrective action.